Event description:
It was reported that the ilet user experienced a nocturnal hypoglycemic episode, with glucose in range beforehand. The user had adapted the dosing behavior by announcing meals less often, which likely led the basal algorithm to act more aggressively, and the user subsequently overtreated the low leading to a post-event hyperglycemia that the ilet corrected. Symptoms included hypoglycemia followed by hyperglycemia ranging from 40 mg/dl to 248 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem related to overtreating hypoglycemia, with no device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.